Event description:
It was reported that the atrial lead exhibited noise. The noise was recorded on stored electrograms where it oversensed and caused the implantable cardioverter defibrillator (ICD) to enter an automatic mode switch.

Manufacturer narrative:
Na